Manufacturer narrative:
Initial and final (B)(4) - device 5 of 5. E1: patient city: (B)(6). Patient country: australia. H11: uno medical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Uno medical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remain unchanged. Based on the review completed on 25-feb-2026 and investigation completed on 10-mar-2026 this MDR is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. This investigation has been updated because the malfunction code changed fromtubing connector detached from infusion set (cannula part/base piece) to leak between tubing and site connector - detachment / significant wetness , which requires additional activities not included in the original investigation dated 23-oct-2023 the original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 10/mar/2026 against lot number 5370449 and similar malfunction codes: leakage from connection between the tubing connector and the infusion set (cannula part/base piece),tubing detached from tubing-tubing connector,tubing connector is cracked, split, deformed, leakage may occur , leak between tubing and site connector - detachment / significant wetness . The review confirmed that lot 5370449 and the identified failure mode are not associated with any non-conformance report (ncr) or corrective and preventive action (CAPA) plan of the same or similar nature. Similar complaints search: a query was run in the eqms on 10/mar/2026 against lot number criteria equal 5370449 and similar malfunction codes: leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing-tubing connector, tubing connector is cracked, split, deformed, leakage may occur , leak between tubing and site connector - detachment / significant wetness. The number of complaints is 1. The complaint numbers are complaint (B)(4). Device history record (DHR) review: the lot 5370449 was manufactured according to work instruction (wi) version 43 and manufactured in the m10 on 02/dec/2021 with a total of (B)(4) units. The sub-assembly: cannula lot 5370568 was manufactured according to the wi version 7 and assembled in the lc05 line on 20-nov-2021, with a total of (B)(4) units. Lot 5370569 was manufactured according to the wi version 8 and assembled in the lc05 line on 25-nov-2021, with a total of (B)(4) units. The sub-assembly: tubing lot 5370562 was manufactured according to the wi version 8 and assembled in the line lc02 on 29-nov-2021, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: the investigation for this complaint was previously completed on 23-oct-2023 under child complaint investigation record (B)(4). The investigation has been revised to reflect the updated malfunction code and new reportability requirements. The original investigation remains valid and has not been modified. As part of this reassessment, an updated eqms search was performed which identified one related complaint for lot 5370449. No ncrs, capas, trends, or systemic issues were found. As required under the updated reportability criteria, a full device history record (DHR) review was conducted. All in process and final inspections met specification requirements, and no deviations, rework activities, or maintenance events associated with the malfunction were identified. No visual evidence was available to support confirmation of the reported issue. No photo evidence was provided, so the assessment was based on documentation only. Based on the expanded investigation including updated eqms searches and the DHR review no manufacturing or quality issues were identified. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts) CAPA determination: no CAPA required. Complaint unconfirmed: following investigation, the malfunction remains unconfirmed for this complaint.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that patient faced five infusion sets detachment issues on (B)(6) 2023. The patient reported that infusion set tubing detached at quick release.the infusion set was in use for less than one day.the insertion site was stomach. No further information is available.